Manufacturer narrative:
Submit date: 12/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found a burned component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a burnt component. The unit was triaged, the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.